Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 5076-52 lead implanted: (B)(6) 2005; 5076-45 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that upon device interrogation, the atrial lead impedance could not be obtained. A manual check of the impedance found no issues. The device remains in use. No patient complications have been reported as a result of this event.